Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 13-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted (lot no. 664590) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3. As concurrent condition the report mentioned leiomyoma (myometrium contains two interstitial myomas of 0.4 and 0.7 cm, leiomyomas). On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced urinary tract infection ("recurrent urinary infections"), ear infection ("ear infection"), pyelonephritis ("pyelonephritis"), oropharyngeal pain ("severe sore throat") and influenza like illness (" bouts of flu"). On (B)(6) 2018, 3055 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total hysterectomy without removal of adnexa). No causality assessment was received for essure with regard to urinary tract infection, ear infection, pyelonephritis, oropharyngeal pain, influenza like illness or medical device removal. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): histo-cytopathological examination macroscopic features total hysterectomy specimen without adnexa weighing 123 g, the uterus measures 5.5 x 4 x 4.5 cm and the cervix 4 cm in height. The essure devices are in the horns. At the section, the endometrium is thin and regular and the myometrium contains two interstitial myomas of 0.4 and 0.7 cm. Microscopic assessment: during the microscopic assessment, we observe an endometrium in an advanced secretory phase, relatively thick, with scalloped lumen glands surrounded by a monostratified endometrium with secretory vacuoles on the apical pole. The two nodules in the myometrium were indeed leiomyomas of usual appearance with no sign of malignancy. Samples taken from the cervix showed some nabothian cysts and slight chronic inflammatory alterations in the junctional zone. No sign of malignancy. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted (lot no. 664590) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3. As concurrent condition the report mentioned leiomyoma (myometrium contains two interstitial myomas of 0.4 and 0.7 cm, leiomyomas). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, 3055 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced urinary tract infection ("recurrent urinary infections"), ear infection ("ear infection"), pyelonephritis ("pyelonephritis"), oropharyngeal pain ("severe sore throat") and influenza like illness (" bouts of flu"). The patient was treated with surgery (total hysterectomy without removal of adnexa and ). No causality assessment was received for essure with regard to urinary tract infection, ear infection, pyelonephritis, oropharyngeal pain, influenza like illness or medical device removal. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): histo-cytopathological examination macroscopic features total hysterectomy specimen without adnexa weighing 123 g, the uterus measures 5.5 x 4 x 4.5 cm and the cervix 4 cm in height. The essure devices are in the horns. At the section, the endometrium is thin and regular and the myometrium contains two interstitial myomas of 0.4 and 0.7 cm. Microscopic assessment during the microscopic assessment, we observe an endometrium in an advanced secretory phase, relatively thick, with scalloped lumen glands surrounded by a monostratified endometrium with secretory vacuoles on the apical pole. The two nodules in the myometrium were indeed leiomyomas of usual appearance with no sign of malignancy. Samples taken from the cervix showed some nabothian cysts and slight chronic inflammatory alterations in the junctional zone. No sign of malignancy. Lot number: 664590 manufacturing date: 2009-08 expiration date: 2012-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.